Event description:
It was reported the patient experienced a loss of therapeutic effect in (B)(6) 2014 following a fall on their stomach. Stimulation had been increased a few times and that had helped ¿a little.¿ no further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0pkc1, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).